Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the implantable pulse generator (ipg) during a remote transmission. It was noted that the patient was not symptomatic and the loss of capture appeared to be a loss of telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.